Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that ecp (expandable percutaneous heart pump) case was done but the patient became hemodynamically unstable and required impella cp placement for continued support post-pci (percutaneous coronary intervention). After support was initiated for the cp, ecp was weaned to p-0 level and explanted. During explant of ecp, the pigtail got caught around the outlet of cp, and kinked cp. Suction events were noted. The kink didn¿t resolve with repositioning. Impella cp was explanted and new cp placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the initial report was submitted. The device was returned, visually inspected, and tested. Kink was found on cannula. The root cause of the low flow was a kinked cannula due to interaction with ecp device.